Manufacturer narrative:
(B)(6). Investigation: customer return sample / photo and/or retain evaluation summary: 2 samples were received from the customer in support of this complaint, 1 photograph of drawn tubes with blood levels below the fill-line. The returned samples were draw-tested, and drew 4.25 and 4.24ml (lower specification limit = 4.5ml). Investigation conclusion: a review of the verbatim provided with this complaint identified that pas-005-pic-no or low draw was appropriate, a copy of which is appended. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the samples and photo provided. Root cause description: the most likely root cause for this type of defect will be documented in pic pas-005-pic-no or low draw. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for evaluation of current trends.

Event description:
It was reprtorted that bd vacutainer® sst¿ ii advance blood collection tubes had underfilled tubes. No serious injury. No medical intervention.